Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the device was put into the trocar, the edge of the trocar cut the jaw wire, disabling the device. There was no pt injury.